Manufacturer narrative:
Section 'device' information references the main component of the system and other applicable components are: product ID: 97755, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient via the manufacture representative reiterated that they were getting burned at the ins site by placing the recharger on the skin instead of using a charging sleeve. The patient was advised to turn stimulation off until seen by their doctor, they were re-educated on using the charging sleeve. The patient was taking bactrim and seeing their doctor for wound care weekly. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the patient said the infection has not healed. The patient was going in for a pocket wash out on (B)(6) 2019. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the infection will not heal. An explant was going to be completed on (B)(6)2019. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain and chronic low back pain. It was reported that the ins has been working for the patient¿s low back pain but not their upper back pain. The patient reported that their upper back pain has been worse than it was before implant. The patient was aware prior to implant that the ins might not help with their upper back pain. The patient also reported that their hip was sore, hot, red, and painful at the incision site. The patient reported that the pain at the incision site is worse after they recharge. It was reported that the patient lowered their stimulation to 1.2v on hd settings where they don¿t feel it and it didn¿t help the discomfort at the incision site or the increased upper back pain. The patient referred to the pain at the incision site as the ¿burn on the hip¿ and reported that it burst on (B)(6) 2019 and oozed clear liquid for about 12 hours. The patient stated that they have been washing the hip for two days, putting neosporin on, and taking ¿coitosure¿ for infection. The patient also reported that they were getting a burnt plastic smell and taste in the back on their throat while recharging. The patient reported that they were having issues with recharging and the it kept stopping when they tried to charge on (B)(6) 2019. The patient mentioned that they have a difficult time getting an excellent reading while recharging. The patient reported that this didn¿t occur the following day and that the burnt smell/taste ceased when they didn¿t charge for 24 hours. The patient hasn¿t charged because they are afraid they might injure something or bring the smell back. The patient has an appointment with their healthcare provider (hcp) on (B)(6) 2019. No further complications are anticipated.